Event description:
It was reported that 8cm of the proximal catheter was removed along with the pump connector due to a broken connector. It was also stated that fluid was in the pocket and patient experienced increased pain. When the pocket was opened, the catheter was intact. The surgeon reportedly withdrew 2ml from the catheter to clear drug. Upon inspection, a break in the silicone at the connection was noted and the catheter connector was replaced. It was also stated that a catheter dye study was performed. It was further stated that the patient had a seroma and less than 50% relief at the device pocket. The pump was used to deliver morphine. It was reported the next day that the patient was now receiving therapy.

Manufacturer narrative:
(B)(4).